Event description:
It was reported that a balloon rupture and vessel dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main trunk artery (lmt). A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, after using 1.5mm and 2.0mm rota device for the nodule of lmt, dilation was performed with a wolverine. As the nodule still remained, dilation was performed again with a wolverine at 24 atm, but upon six inflations the balloon ruptured at 24atm within 60 seconds, resulting in vascular dissection in the lmt. The balloon was removed normally with no issue. Long inflation with a non-boston scientific balloon was used to treat the dissection and a non-boston scientific stent was implanted to complete the procedure. Thereafter, pericardial effusion occurred, and pericardial drainage was performed. However, the drainage was not successful, a puncture was missed, and the patient went into shock on the hospital ward and underwent surgical treatment. The patient is under observation.